Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that the doctor got interrogation failure (B)(4) when trying to interrogate the ins. The doctor tried two tablets and two communicator with same error. Rep was not with the doctor at time of call. The rep called back. The pt did not bring their patient programmer to the appointment. When the pt went home, they tried to connect with their pt programmer and got the in-the-box icon. Sent email to dbs systems engineer for help with this issue. Additional information was received from a manufacturer representative (rep) on 2025-mar-03. The rep called back and noted that they are meeting with the patient today. The caller states they have an 8840 now and is inquiring on what the protocol for this situation is. Agent to look into further and see if any information was received back from the email inquiry to engineering staff. Called caller back and reviewed protocol to address the issue. Sent manual. Caller to call back when with pt. Caller called back. Caller replaced the batteries in the programmer with new batteries. The caller states both inss are charged per pt, caller notes the left side ins is the ins with the issue. Reviewed how to connect to the ins with the programmer, caller noted getting an unknown error screen and messaged the image to agent. Advised caller to ensure the software card was seated correctly. After doing so, the caller was able to advance to the screen that said the manufacturer and the caller chose ins. The caller saw message: "invalid data: "application card is not compatible with the screening and session history stored in this device. Select ok to use this application card to clear screening and session history". The caller pressed ok and then saw message: "device not supported: 26 this neurostimulator was last programmed with an incompatible version of the application card. Select cancel to exit application and contact medtronic technical services or press ok to clear all settings. " advised caller to press ok. The caller then saw a message 'telemetry status 38'. The caller then noted being prompted to enter lead config. At this point, the caller did not know or could not see how to exit out of this screen and subsequently end the programming session. Had caller turn the programmer and remove telemetry head. The caller then connected to ins using the tablet. Caller saw message on tablet: ""connection interrupted, communications with the device were interrupted. Your session will now end" only option was ok so they pressed ok. The caller attempted to connect again and then saw "upgrade version- neurostimulator needs to be upgraded......" And caller advanced through application as prompted. The caller had noted that the dbs application was up to date. The caller was then able to enter the normal implant configuration screen and noted that the ins implant date was showing (B)(6) 2000. The caller was able to update this info in the 'about section'. The caller had the previous programming parameters and entered those, noting that they ran a connectivity test that the ins passed and noted that impedances were normal. The caller ended their tablet session with all programming entered as it was prior to the issue. The caller checked the left ins with the pt's programmer and noted it was connecting as intended. The caller asked the pt and the pt noted they had not used the al feature on the recharger in the past. The caller will send the manufacturer file to this case for analysis.

Event description:
Additional information was received from the rep that the cause of the error code 2ccab726 interrogation failure, and the in-the-box icon remains unknown. To resolve the issue, the rep interrogated the device with another programmer, tried it with the handset, and reinput the settings the patient previously had. The issue was resolved. The information was confirmed with the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.